Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the ipg was repositioned superficially to make charging possible. The patient was doing well postoperatively. No device malfunction was suspected.

Event description:
A report was received that the patient was experiencing difficulty charging with the ipg. The patient will undergo a pocket revision procedure.

Event description:
A report was received that the patient was experiencing difficulty charging with the ipg. The patient will undergo a pocket revision procedure.